Manufacturer narrative:
Of the two malfunctions reported, one lot number was provided and a lot history review was performed. The samples were not returned for evaluation. The investigations are inconclusive for the alleged removal difficulties and device malpositioning issues. The root cause could not be determined. The devices were labeled for single use.

Event description:
This report summarizes two malfunctions. A review of reported information indicated that model rf310f, vena cava filter, allegedly experienced removal difficulties, and malposition of the device. This information was received from multiple sources. These malfunctions involved two patients with no consequences. One patient was reported as female. No additional patient information was provided.

Manufacturer narrative:
H10: of the two malfunctions reported, one lot number was provided and a lot history review was performed. The samples were not returned for evaluation; however, medical records were received for each malfunctions. The investigations are confirmed for the alleged removal difficulties and device malpositioning issues. The root cause could not be determined. The devices were labeled for single use. H11: b5, g1, h6(results). H11:section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of reported information indicated that model rf310f vena cava filter allegedly experienced removal difficulties and malposition of the device. This information was recieved from multiple sources. These malfunctions involved two patients with no consequences. Both patients were reported as female between the ages of 25 and 70. Weight was not provided for either patient.

Manufacturer narrative:
H10: the lot number was provided for 1 out of 2 malfunctions, therefore, a lot history review was performed. The devices were not returned for evaluation; however, medical records were provided and reviewed for both malfunctions. Therefore, the investigation for the reported malfunctions are confirmed for filter tilt and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of reported information indicated that model rf310f vena cava filter allegedly experienced removal difficulties and malposition of the device. This information was received from multiple sources. These malfunctions involved two patients with no consequences. Both patients were reported as female between the ages of 25 and 70 years. Weight was not provided for both patients.

Event description:
This report summarizes two malfunctions. A review of reported information indicated that model rf310f vena cava filter allegedly experienced removal difficulties and malposition of the device. This information was received from multiple sources. These malfunctions involved two patients with no consequences. Both patients were reported as female between the ages of 25 and 70 years. Weight was not provided for both patients.

Manufacturer narrative:
Of the two reported malfunctions, one lot number was provided and a lot history review was performed. The samples were not returned for evaluation; however, medical records were received for both malfunctions. For one malfunction, the investigations is confirmed for filter tilt and retrieval difficulties. For one malfunction, the company is still investigating the issue at this time. The root cause could not be determined. The devices were labeled for single use. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.